Event description:
It was reported that the device was used during a gastrectomy. It was reported by the rep that (1) mcl20 clip applier was used and scissoring and severing of a vessel without providing hemostasis occurred. A 2nd instrument was opened, and the same thing occurred. The surgeon was able to complete the case with the 2nd instrument. There was no consequence to the patient.